Manufacturer narrative:
**UDI related data quality updates only**

Event description:
The customer reported during shift check, the autopulse platform (sn (B)(6)). Displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The customer was unable to resolve this issue when evaluating the device. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 was due to a failed single point load cell #1, likely attributed to failed component(s), or mishandling such as a drop. Visual inspection of the returned platform was performed, and no physical damage was observed. A review of the archive data showed (ua) 07 error messages; thus, confirming the reported complaint. The platform failed initial functional testing due to the (ua) 07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The over-reporting single point load cell #1 was replaced to remedy the complaint. Following service, the platform passed the load cell characterization check. The autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).